Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had failed and were not detected on the bus. The field service engineer (fse) checked the half-height drawer 2 and confirmed that all lights were on. The fse disconnected the pyxis cable from drawer 2 and rebooted the station. After shutting down, the fse reseated the pyxis cable back to the half-height drawer 2 and then rebooted the station again. Drawers 2.1 and 2.2 were confirmed to be recognized and able to open and close in the storage space configuration, and all cubies were successfully recognized. The system functioned as intended after the field service engineer repaired the device.